Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose, diabetic ketoacidosis on (B)(6) 2017 with blood glucose around 240 mg/dl. The customer reported that the customer had high blood glucose level due to being sick. The customer was treated with intravenous insulin and antibiotics. The customer was wearing the insulin pump during the hospitalization. The insulin pump will not be returned for analysis.